Event description:
The user facility reported that during priming, it was noticed that air was coming out of the cx-af02. Although an attempt was made to bleed the air, the air did not stop, and the air also adhered to the circuit tube and could not be blown away. This event occurred in mid-november. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
. D4: UDI: n/a as this product code is not exported to the us market . The actual device was returned for evaluation. Investigation of the actual sample visual inspection of the actual sample upon receipt · no anomaly such as breakage was found. Priming test of the actual sample · after connecting the actual sample to a reservoir and pump in a circuit, the priming operation was performed. It was found that priming completed without any residual air. Circulation test of the actual sample · saline solution was circulated for 6 hours at a maximum blood flow rate of 2.5 l/min. It was found that no air was mixed. Record review the manufacturing record and the shipping inspection record of the actual sample · no anomaly was found. Past complaint file · no other similar report of the product with the involved product code/lot number was found cause of occurrence/conclusion since no anomaly was found in the manufacturing record and the actual sample, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "to remove air bubbles effectively, the capiox arterial filter should be set in its holder with the blood outlet port down." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.